Event description:
It was reported that, six weeks post-implant, this artificial urinary sphincter could not be activated, and the pump was not working properly. Due to this, patient experienced urinary retention. Two months later, a surgical procedure was performed to remove the aus and, upon explant, fibrosis and necrosis of the urethra were identified. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually, microscopically and leak tested. No damage or abnormalities were noted, no leaks were identified in the component. The balloon was visually, microscopically and leak tested. The balloon did not pass the leakage test due to a tear identified in its kink resistant tubing (krt). Based on the information available and analysis results, the balloon not passing leak testing could have caused or contributed to the reported clinical observations. The reported patient symptoms of urinary retention, fibrosis and tissue damage are known risks associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that, six weeks post-implant, this artificial urinary sphincter could not be activated and the pump was not working properly. Due to this, patient experienced urinary retention. Two months later, a surgical procedure was performed to remove the aus and, upon explant, fibrosis and necrosis of the urethra were identified. There were no additional patient complications reported.